Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: device fracture. Event summary: patient underwent a surgery on (B)(6) 2017 with znn lag screw. During the procedure, tip of the set screw got fractured while rotating the lag screw. The fractured tip was unable to be retrieved and remain in the patient. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis visual examination: a lag screw and a set screw were returned for investigation. The set screw shows a fractured tip. It was reported that the fractured tip was unable to be retrieved an therefore not available for investigation. The fracture area shows that high forces must be applied to the device. The lag screw does not show any relevant deformation. Some marks on the middle part of the shaft can be seen. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. The correct lag screw insertion and set screw insertion is described in the surgical technique. The lag screw inertion/placement is described. It is described that "do not drive the set screw into the nail under power, as damage to the set screw or the nail could result. As the fractured tip was unable to be retrieved and remain in the patient the material specification of the set screw was reviewed. The material of the set screw has been used for implantable orthopaedic devices. The material has been described in the respective clinical evaluation reports of the product. The material combinations is also described in standard en iso 21534 and are applicable for joint replacement implants. Root cause analysis root cause determination using rmw: breakage of implant due to inadequate design of mating components not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Damage of the implant (set screw) due to lack of adequate set screws design for insertion and extraction not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Failure of surgery due to use of the device not compliant with defined indications => possible, no information was provided regarding the indications. As the indication is unknown, this point cannot be excluded. Failure of surgery due to wrong selection of components or use in combination with device outside the znn cmn system => possible, it is unknown which instruments were used in the surgery. Therefore this point cannot be excluded. Damage of implant system due to packaging is defective due to wrong transportation conditions not possible -> a packaging issue would have been detected earlier and not during the surgery. Damage of implant system due to packaging is defective due to inadequate storage/handling conditions not possible -> a packaging issue would have been detected earlier and not during the surgery. Breakage of implant due to the implant therapy is performed not as indicated not possible -> the broken set screw was not implanted. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction not possible -> the broken set screw was not implanted. Failure of surgery due to missing/incomplete information available, misleading information of surgical technique and/or instructions for use not possible -> the surgical technique describes the correct lag screw insertion and set screw insertion. It is described that "do not drive the set screw into the nail under power, as damage to the set screw or the nail could result. Failure of surgery due to insufficient warning of side effects not possible -> all the relevant information are described in the surgical technique and IFU. Conclusion summary it was reported that the patient underwent a surgery on (B)(6) 2017 with znn lag screw. During the procedure, tip of the set screw got fractured while rotating the lag screw. The fractured tip was unable to be retrieved and remain in the patient. The devices (lag screw and set screw) were returned for investigation. The visual examination of the returned devices was performed. The set screw shows a fractured tip. The fracture area shows that high forces must be applied to the device. The lag screw does not show any relevant deformation. Some marks on the middle part of the shaft can be seen. A review of the surgical technique was done. The correct lag screw insertion and set screw insertion is described. It is described that "do not drive the set screw into the nail under power, as damage to the set screw or the nail could result. It is most likely that high forces were applied to the set screw, so the tip got broken. The correct surgical procedure of each step is described in the surgical technique. If the steps described in the surgical technique will be followed, a fracture of the set screw should not occur. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that during surgery tip of the set screw was fractured inside the patient when the surgeon was rotating the lag screw. The fractured portion was unable to be retrieved and remain in the patient. Attempts to obtain additional information have been made; however, no more is available.